Event description:
A chemotherapy infusion was being administered through port-a-cath via a port-a-cath needle set connected to a smartsite and an alaris gw infusion set model code 273-004. The report suggests that 24-48 hours after the set was connected, the smartsite broke in two. "The child's pajamas was found blood stained, that is the smartsite broke apart, the central cannula pushed the blood backwards. Luckily, it was found in time so the cannula was not clotted, the pt did not lose much blood." They were unable to disconnect the male luer of the smartsite from the female luer of the needle set and had to replace both. They have been using smartsites for years and have a lot of experience with the product. Recently in the last few weeks, they have experienced several incidents where the smartsite would break and always at the same location. Initially they did not report them but as they have had several, they decided to inform us. They reported using teva sept skin disinfectant to clean the product and have been using this for years. The smartsites are sprayed with disinfectant from outside, then they are wrapped in a sterile gauze sheet. They have thrown away most of them, but have kept one to be returned for investigation. No additional info provided.

Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to the device that is approved for sale domestically. The domestic similar list number is indicated. The 510k number provided is for the domestic similar product. The device has been received however it is unk whether this device is associated with this event or one of two other events: reference MFR report #9616066-2012-00311 and #9616066-2012-00312. The evaluation is pending and a follow up report will be submitted with failure investigation results once the evaluation has been completed. Note: the directions for use for this product state "prior to every access swab top of needle-free valve port with 70% isopropyl alcohol (1-2 seconds) and allow to dry (approximately 30 seconds)." Customer reported using an unapproved disinfectant.